Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure in the calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the evar procedure was completed. The two suture knots were not locked and the guide wire was left in place for vessel access if needed. Post-procedure there was still a lot of bleeding; therefore, a third prostyle device was attempted to be used, but it could not be advanced. A new angio was performed and a perforation of the iliac artery was observed, cause unknown. The decision was made to do a surgical cutdown and close the vessel surgically. The prostyle knots were removed and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1 - facility name, address 1.